Event description:
It was reported that a patient had trouble recharging and coupling. It was reported that the patient had a complete system explant and replacement on (B)(6) 2013. It was stated that the devices would be returned to the manufacturer for analysis. It was noted that an analysis report was requested. It was stated that the device had been used in the patient for therapy and there was no patient death or injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012-, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was a procedural non-conformance. It was noted that the ins battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 67. The last significant recorded recharge session done while the device was implanted was on (B)(6) 2000 (default/reset date). The device was recharged for 35 minutes. The battery charged from 1.995v to 3.260v. The battery discharged to the lock mode on (B)(6) 2013. A normal recharge was started after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 4 hours and 31 minutes from 2.930v to 3.980v.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.